Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 11/09/2015; log dates through 10/26/2015 to 11/09/2015: power consumption above normal operating range. Additional notes: 78 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 16.0 w. Starting (B)(6) 2015 there is an increasing trend in power consumption above the normal operation range. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that on (B)(6) 2015 the patient had dark bloody urine and power spikes with high watts alarms (alarm set at 7.5). There were no other complaints or signs and symptoms from the patient. It was further stated that the pump makes a grinding noise when auscultated. On (B)(6) 2015 pump was exchanged via thoracotomy approach with a new pump. It was stated that the patient tolerated procedure well and was taken to the ICU to recover. It was also stated that the log files were sent to the manufacturer.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was stated that the operative course was notable for significant bleeding requiring factor eight inhibitor bypass activity ("feiba"), severe rv dysfunction, and oliguria minimally responsive to diuresis. Post operatively, patient course was complicated by cardiogenic and vasoplegic shock treated with blood products, methylene blue, inotropes, vasopressors, diuresis for pre-load reduction, and lvad speed. Patient also developed an acute anemia secondary to hemothorax, so a chest tube was placed. On (B)(6) 2015, the patient developed anuric renal failure so the patient was started on continous renal replacement therapy. His course was also complicated by hyperactive delirium, pulmonary edema (cardiogenic +/-non-cardiogenic), and then sepsis suspected to be secondary to ventilator associated pneumonia. On (B)(6) 2015 a family conference was held with palliative care, heart failure, CT surgeon, critical care, nursing, lvad coordinator teams all present. It was stated that based on the patients goals of care, he would not want to continue artificial life supporting therapies without meaningful recovery, so it was decided by his spouse to withdraw care. Crrt, vasoactive mediations and lvad were all stopped and patient passed away peacefully ((B)(6) 2015). Serious and life threatening adverse events, including death have been associated with use of this device as outlined in the instructions for use (IFU). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The patient condition of significant comorbidities [acute kidney injury ("aki"), non-ischemic cardiomyopathy, pulmonary hypertension, atrial fibrillation, mrsa driveline infection, gi bleed-cecal ulcer on (B)(6) 2015, and hypothyroidism] coupled with the chain of events post- operative such as cardiogenic and vasoplegic shock treated with blood products, sepsis suspected to be secondary to ventilator associated pneumonia were too much for the patient to prevail. Pathology conclusion: gross findings include mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller as well as faint circumferential scoring on the upper housing ceramic surface. The material identified on the upper housing is grossly and histologically consistent with thrombosis. The material noted within the midline of the electrical header is histologically consistent with proteinaceous substance. Analysis- (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Analysis of the device revealed that the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump housing and impeller surfaces. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: it was reported from the site that the pump would not be returned and no autopsy would be done. The official cause of death is said to be rv dysfunction, cardiogenic & vasodilatory shock. It was further said that there was no pump malfunction. No additional information provided. Investigation is ongoing. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.